Event description:
It was reported that the patient¿s blood glucose level rose to approximately 500 mg/dl while wearing an omnipod 5 pod on their arm for an unknown duration. The patient reported experiencing general discomfort and dizziness, which prompted seeking medical attention on (B)(6) 2026. The patient later reported becoming unconscious and requiring hospitalization. No definitive diagnosis was reported by the patient at the time of hospitalization. Treatment included increased insulin therapy, as well as the administration of steroids and antibiotics; the patient later also reported receiving physical therapy. The patient stated that the pod was removed while at the hospital for a computed tomography (CT) scan. Upon removal of the pod from the arm, redness and bleeding were observed at the application site. Additional symptoms reported included leg swelling, purple skin lesions, and dermatitis. The patient was hospitalized for approximately two days and was discharged on (B)(6) 2026. The patient reported being unable to determine whether the device contributed to the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gza1. Hardware: sm-s908u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.